Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mild tortuous and severely calcified common femoral artery. A 7.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation until it reached to 8 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.